Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display. Lcd board passed testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, excessive no delivery test and displacement test. The insulin pump unable to prime during prime test due to faulty force sensor resistor. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.